Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the IV tubing became disconnected at the stopcock. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mx4436 lot number 24019107 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold was disconnecting the following information was received by the initial reporter with the following verbatim: issue description the IV tubing became disconnected at the stopcock. The opening allowed blood flow to come back up the tubing and onto the floor. This opened up onto the floor and opened a possible source of infection for the patient. This is a frequent problem and happens daily.